Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the y connector. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
A1-6: patient specifics are not available. B3: date of event is not available. D3: country is united states of america. E1,3: contact name and occupation is not available. H10: the product has been returned to 3m for analysis. Upon review of the sample, a likely cause is a y connector leak. 3m will continue to monitor.

Manufacturer narrative:
G3: date received by manufacturer is 04/02/2023.